Event description:
A customer reported experiencing a cartridge alarm 20 during the pumping process. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl (27.7 mmol/l). The customer will continue using the current pump as backup insulin therapy and declined the offer of an out-of-warranty loaner pump.